Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Expired pod used: changing your pod, chapter 3 / page 24.   Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.

Event description:
It was reported the patient's blood glucose level rose to 306 mg/dl while wearing the pod longer than 48 hours on the infusion site (back). As treatment, the pod was removed and a new pod was applied. A manual injection was administered.